Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced pain, recurrence, and adhesions. Post-operative patient treatment included revision surgery, adhesions to previous mesh swept off, and hernia repair with new mesh.